Event description:
Information received my medtronic indicated that the insulin pump had big crack on the back side of insulin pump and there was failed battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed self test, sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. In further full review in the insulin pump history, these battery related alarms were found: failed battery test alarm on (B)(6) 2022 at 08:38:57, 08:39:13, insert battery alarm on (B)(6) 2022 at 08:38:54, 08:39:08, and 08:41:02. No unexpected failed battery test and alarms during testing. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Insulin pump received with cracked case on display window corner, pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked battery tube threads identified during the visual inspection. In summary, insulin pump passed required testing. Customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, and cracked battery tube threads was noted. Customer alleged for failed battery test alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. He initial report had incorrect aware date. The correct aware date is 10-aug-2022.